Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use, which accompanies all devices, currently addresses the potential risks associated with surgically implanted materials. The instructions for use states in the precautions: to avoid the possibility of drain damage or breakage: add'l perforations should not be made in the drains; avoid suturing through the drains; drains should lie flat and in line with the skit exit areas; particular care should be taken to avoid any obstacles to the drain exit path; drains should be checked during closure for free motion to avoid possibility of breakage; drain removal should be done gently by hand. They should not be handled with pointed, toothed, or sharp instruments, which could cause cuts or nicks and lead to subsequent structural failure of the drain. (B)(4).

Event description:
It was reported that while removing the drain form the pt following a surgical procedure on the pt's ankle, a portion of the drain broke and remains in the pt. Add'l info has been requested, but not yet received.